Event description:
This case was reported by a lawyer and described the occurrence of myeloneuropathy in a male pt who used super poligrip original denture adhesive cream. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip ultra fresh denture adhesive cream. On (B)(6) 2002, the pt used super poligrip original denture adhesive cream at unk dosing. In 2008, the pt experienced myeloneuropathy and copper deficiency. This case was assessed as medically serious by gsk. Treatment with super poligrip original and super poligrip ultra fresh were discontinued. At the time of reporting, the events were unresolved. According to fact sheets, the pt experienced progressive weakness, numbness in extremities, was diagnosed with copper deficiency syndrome in (B)(6) 2009, and was diagnosed with copper myeloneuropathy on or about (B)(6) 2009. The weakness started with right foot and leg, progressing to right arm, and then the left foot/leg/arm over several months time. The pt also developed tingling and significant numbness in extremities, increased motor dysfunction, difficulty with mobility (as well as loss of fine motor control), limited function of upper extremities, general muscle wasting, and weight loss. The symptoms started in the (B)(6) 2008. Super poligrip original and super poligrip ultra fresh were used from (B)(6) 2002 until (B)(6) 2009. Efferdent was used from (B)(6) 2009 until the current time. The pt discontinued use upon learning that there was a possibility that his use of super poligrip (original and ultra fresh) was causing the health problems he was experiencing. Super poligrip (original and ultra fresh) were used at least one or more times a day, one-half to one 2.4 once tube a week, depending on eating habits.

Manufacturer narrative:
The MFR's report number for this case is 9681138-2012-00018. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).